Event description:
It was reported that following insertion into the right femoral vein and right femoral artery, inguinal lymphatic leakage from the skin surface was observed at the right groin access site. Skin ligation was performed and the patient was managed with compression therapy. The case was completed. During a later follow-up visit, right groin swelling was noted and a Computerized Tomography (CT) was performed, showing no evidence of bleeding. Compression therapy was continued. A second follow-up visit showed that the right groin swelling markedly subsided and the lymphatic leakage improved. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of D10: Product ID: PSCC100 Product Type: Catheter Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.